Manufacturer narrative:
(B)(4). This report was filed by the manufacturer.

Event description:
Customer reported under infusion of carboplatin. Carboplatin was infusing with 595 ml to run over 45 minutes. At the end of 45 minutes, there was a residual of 95 ml and an actual run time was reported as 1 hour. No patient harm. Product return is not expected.